Manufacturer narrative:
Investigation summary bd received a photo for investigation for 367921, lot number 5076314, and this photo similarly shows a shelf pack of samples but does not show the customer¿s indicated failure mode. For retained samples a total of 100 samples from lot 5076314, were visually inspected, and functional tests were performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5076314, for the indicated failure mode: draw volume. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.